Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ pelvic pain") and genital haemorrhage ("abnormal bleeding/ abnormal bleeding (general)") in a 40-year-old female patient who had essure (batch no. A47942) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included ovarian injury, hypothyroidism and adrenal disorder. Concomitant products included diazepam since 2016 and fluoxetine hydrochloride (prozac) since 2012. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced rash pruritic ("itchy rash/ rashes or skin conditions ¿ itchy rash"), vaginal infection ("vaginal infection") and anxiety ("anxiety/ psychological or psychiatric problems ¿ increased anxiety"). In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/ heavy menses"), dysmenorrhoea ("dysmenorrhea (cramping)"), headache ("headaches"), alopecia ("hair loss"), fatigue ("fatigue"), migraine ("migraines"), memory impairment ("neurological condition ¿ impaired memory") and sensitivity of teeth ("tooth sensitivity"). On (B)(6) 2015, 2 years 6 months after insertion of essure, the patient experienced uterine leiomyoma ("benign uterine fibroid"). On an unknown date, the patient experienced hypersensitivity ("allergic reaction"), dyspareunia ("dyspareunia (painful sexual intercourse)"), thyroid disorder ("thyroid disorder"), tooth disorder ("dental issues/ dental problems"), depression ("depression"), fibrocystic breast disease ("breast"), bacterial vaginosis ("bacterial vaginosis") and toothache ("unexplained tooth pain"). The patient was treated with surgery (hysterectomy with salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, hypersensitivity, rash pruritic, dysmenorrhoea, vaginal infection, headache, thyroid disorder, tooth disorder, depression, anxiety, fatigue, migraine, memory impairment, uterine leiomyoma and fibrocystic breast disease outcome was unknown, the menorrhagia, dyspareunia, bacterial vaginosis, toothache and sensitivity of teeth had resolved and the alopecia was resolving. The reporter considered alopecia, anxiety, bacterial vaginosis, depression, dysmenorrhoea, dyspareunia, fatigue, fibrocystic breast disease, genital haemorrhage, headache, hypersensitivity, memory impairment, menorrhagia, migraine, pelvic pain, rash pruritic, sensitivity of teeth, thyroid disorder, tooth disorder, toothache, uterine leiomyoma, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: she need for additional surgery diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ pelvic pain") and genital haemorrhage ("abnormal bleeding/ abnormal bleeding (general)") in a 40-year-old female patient who had essure (batch no. A47942) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included scar, hypothyroidism and fatigue. Concomitant products included diazepam since 2016 and fluoxetine hydrochloride (prozac) since 2012. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced rash pruritic ("itchy rash/ rashes or skin conditions ¿ itchy rash"), vaginal infection ("vaginal infection") and anxiety ("anxiety/ psychological or psychiatric problems ¿ increased anxiety"). In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/ heavy menses"), dysmenorrhoea ("dysmenorrhea (cramping)"), headache ("headaches"), alopecia ("hair loss"), fatigue ("fatigue"), migraine ("migraines"), memory impairment ("neurological condition ¿ impaired memory") and sensitivity of teeth ("tooth sensitivity"). On (B)(6) 2015, 2 years 6 months after insertion of essure, the patient experienced uterine leiomyoma ("benign uterine fibroid"). On an unknown date, the patient experienced hypersensitivity ("allergic reaction"), dyspareunia ("dyspareunia (painful sexual intercourse)"), thyroid disorder ("thyroid disorder"), tooth disorder ("dental issues/ dental problems"), depression ("depression"), fibrocystic breast disease ("breast"), bacterial vaginosis ("bacterial vaginosis") and toothache ("unexplained tooth pain"). The patient was treated with surgery (hysterectomy with salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, hypersensitivity, rash pruritic, dysmenorrhoea, vaginal infection, headache, thyroid disorder, tooth disorder, depression, anxiety, fatigue, migraine, memory impairment, uterine leiomyoma and fibrocystic breast disease outcome was unknown, the menorrhagia, dyspareunia, bacterial vaginosis, toothache and sensitivity of teeth had resolved and the alopecia was resolving. The reporter considered alopecia, anxiety, bacterial vaginosis, depression, dysmenorrhoea, dyspareunia, fatigue, fibrocystic breast disease, genital haemorrhage, headache, hypersensitivity, memory impairment, menorrhagia, migraine, pelvic pain, rash pruritic, sensitivity of teeth, thyroid disorder, tooth disorder, toothache, uterine leiomyoma, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: she need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 13-jun-2018: plaintiff fact sheet received. Reporters added and plaintiff demographics updated. Lot no. Received. Product indication added. Concomitant disease, laboratory data and concomitant drugs were added.. Added events abnormal bleeding (vaginal, menorrhagia), rashes or skin conditions ¿ itchy rash, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, infection ¿ vaginal, migraines, neurological condition ¿ impaired memory, benign uterine fibroid and breasts, bacterial vaginosis, unexplained tooth pain and tooth sensitivity. Events outcome updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of embedded device ("embedded within the right and left cornu/essure coils extend from the proximal fallopian tube into the myometrium (cornu) to a depth"), pelvic pain ("pain/ pelvic pain") and genital haemorrhage ("abnormal bleeding/ abnormal bleeding (general)") in a 40-year-old female patient who had essure (batch no. A47942) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included ovarian injury, hypothyroidism, adrenal disorder, uterine bleeding, post coital bleeding, malignant neoplasm of endocervix, uterine fibroids, hypothyroidism, left lower quadrant pain, pelvic congestion syndrome, varicose vein and endometriosis. Concomitant products included diazepam since 2016 and fluoxetine hydrochloride (prozac) since 2012. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced rash pruritic ("itchy rash/ rashes or skin conditions ¿ itchy rash"), vaginal infection ("vaginal infection") and anxiety ("anxiety/ psychological or psychiatric problems ¿ increased anxiety"). In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/ heavy menses"), dysmenorrhoea ("dysmenorrhea (cramping)"), headache ("headaches"), alopecia ("hair loss"), fatigue ("fatigue"), migraine ("migraines"), memory impairment ("neurological condition ¿ impaired memory") and sensitivity of teeth ("tooth sensitivity"). On (B)(6) 2015, 2 years 6 months after insertion of essure, the patient experienced uterine leiomyoma ("benign uterine fibroid"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reaction"), dyspareunia ("dyspareunia (painful sexual intercourse)"), thyroid disorder ("thyroid disorder"), tooth disorder ("dental issues/ dental problems"), depression ("depression"), fibrocystic breast disease ("breast"), bacterial vaginosis ("bacterial vaginosis") and toothache ("unexplained tooth pain"). The patient was treated with surgery (hysterectomy with salpingectomy (bilateral removal of fallopian tubes)) and surgery (hysterectomy with salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, pelvic pain, genital haemorrhage, vaginal haemorrhage, hypersensitivity, rash pruritic, dysmenorrhoea, vaginal infection, headache, thyroid disorder, tooth disorder, depression, anxiety, fatigue, migraine, memory impairment, uterine leiomyoma and fibrocystic breast disease outcome was unknown, the menorrhagia, dyspareunia, bacterial vaginosis, toothache and sensitivity of teeth had resolved and the alopecia was resolving. The reporter considered alopecia, anxiety, bacterial vaginosis, depression, dysmenorrhoea, dyspareunia, embedded device, fatigue, fibrocystic breast disease, genital haemorrhage, headache, hypersensitivity, memory impairment, menorrhagia, migraine, pelvic pain, rash pruritic, sensitivity of teeth, thyroid disorder, tooth disorder, toothache, uterine leiomyoma, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: she need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: menorrhagia, dyspareunia, rash, pelvic pain. Concerning the injuries reported in this case, the following one/ones were reported via medical records: embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-oct-2018: mr received: reporters added. Ethnicity added. Event: embedded device added. Concomitant diseases added. Auto-narrative supplement added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), hypersensitivity ("allergic reaction"), thyroid disorder ("thyroid disorder"), tooth disorder ("dental issues"), alopecia ("hair loss"), headache ("headaches"), depression ("depression") and anxiety ("anxiety"). The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, hypersensitivity, thyroid disorder, tooth disorder, alopecia, headache, depression and anxiety outcome was unknown. The reporter considered alopecia, anxiety, depression, genital haemorrhage, headache, hypersensitivity, pelvic pain, thyroid disorder and tooth disorder to be related to essure. The reporter commented: she need for additional surgery company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.